Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii xenon light source displayed a b30 scope communication error. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), the customer confirmed that customer had maj-1430 plugged into the cv-190, and then the customer was instructed to remove maj-1430, power cycle the clv-190 which removed the b30 error. Also, the customer was informed to stop using canned air to clean contacts. The customer emailed to report that troubleshooting was done on other 2 clv (light source)-190's and the issue resolved through troubleshooting. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.